Manufacturer narrative:
Date received by MFR: 25nov2019. The service technician confirmed the reported issue was resolved by replacing the lithium ion battery, submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17oct2019.

Event description:
The customer reported unable to detect battery. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.